Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. Another lead was successfully placed. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. No additional adverse patient effects were reported.